Manufacturer narrative:
The key market reported that the ac power was not fully connected, and that the device was working as normal.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an alarm for ac power disconnected. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the device displayed an alarm for "ac power supply has been disconnected". It was reported that there was no other abnormal alarm. During troubleshooting, the battery power was checked was listed as normal; the ac connection indicator icon also displayed normally. It was noted to check if the outlets, power cords and their connections reliable. The investigation is ongoing.